Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. Initial heparin given was 12k, act was 196 at that time, but additional 4k heparin was administered. It was noticed the left ventricle waveform was way higher than the aortic signal. The impella cp flows became saturated, and motor current observed to be in the 1100s. There was concern for clot ingestion, so impella was discontinued and removed. New impella cp successfully implanted. There was no patient harm.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation for the reported saturated flow has been completed. According to the clinical, shortly after beginning impella cp support pump flows became saturated and motor current rose to the 1100s. Due to concerns of clot ingestion, the decision was made to remove the pump and replace it with another impella cp device. Product evaluation confirmed the presence of biomaterial wrapped around the impeller along the purge gap. Data log analysis also confirmed an increasing trend in the motor current shortly after beginning support. During this time the pump was also at p9 with a flow of 4 l/min. The cause of the saturated flow was biomaterial. The instructions for use for the impella cp with smartassist for use during cardiogenic shock and high-risk cpi in section: using the automated impella controller with the impella catheter states: ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ f6/f8 should have been left blank.